Event description:
The customer stated that an incident occurred in 2009, where a pt coded and died later during that day.

Manufacturer narrative:
The customer stated that an incident occurred in 2009, where a patient in bed, coded and died later during that day. The customer stated that the monitor is currently in use, since they know that the monitor did not contribute to the incident. The customer is asking philips for the alarm logs info for that particular bed during the day. A philips field service engineer (fse) went onsite to test the monitor, but it was in use on a pt. The fse collected the alarm logs and sent them to philips for analysis. The alarm logs show that the first activity was logged at 12:51 hr on the same day. The events for this bed after that time included a tachy alarm at 13:49 hr, which was suspended 4 minutes later at 13:53 hr. Two other tachy alarms occurred at 13:56 hrs and 14:00 hrs were unanswered. The arrhythmia analysis for that bed was turned off at 16:08 hr. The alarm logs do not show any other activity for this bed until the next day, at 8:53 hr. Based on the available data, the monitoring system generated alarms, but it was the user's preference as to when to acknowledge. The labeling (instructions for use) adequately describes acknowledgement of alarms. The monitoring system worked as intended, and provided alarms for the deteriorating pt's condition. The available info does not indicate that there was any delay in the therapy delivered to the pt. No further investigation or action is warranted.